Event description:
The consumer reported her thermometer was giving a false negative reading. The device was reading in the normal range despite the child having a fever. The consumer took her child to the doctor where her temperature was taken and it was confirmed they had fever. There were no complications from the incident, and the child is doing fine.